Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front left and right bottom corners. There was a crack on the right plunger case as well as on the battery door. There was no visible contamination. The event history log was reviewed and there were primary audible alarm and acu watchdog failure as a sympathy alarm to the primary alarm. The power up process as well as infusion/occlusion test were conducted. The reported issue was unable to be duplicated. The j9 connector was fully seated and glue was intact. The cause of the issue is unknown, but according to the service manual, the background self-test sensed no current flowing in the primary speaker. He j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker and interconnect board were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.